Event description:
Used resmed CPAP machine from aeroflow for 1 week. Got burning, stinging rash around my nose. Had to go to dermatologist and stop using machine. Dermatologist says machine made minor rosacea become severe. Now being treated for severe rosacea. Face is red and burning around nose and it is affecting my eyes too. Machine has no warning not to use it if you have rosacea. I had minor rosacea from time to time prior to using the device. Acute, severe rosacea after using the device for one week.